Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock had movement and a residue buildup is present. Unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock or unlock knob on the mayfield modified skull clamp (a1059) would lock in place when trying to pin and position, however, there was no tactile locking of the knob. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.